Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized. A day after the event onset, the patient was treated with vancomycin injection (650mg, intraperitoneal, every 4th day, ongoing) for peritonitis. At the time of this report, the patient has recovered from turbid pd effluent, and the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported the patient recovered from peritonitis and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.